Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states left motor is hot to the touch and not moving the chair drives in circles.